Manufacturer narrative:
As reported, the patient had an optease inferior vena cava (ivc) filter implanted. The same year, it was noted that the filter was fractured and she underwent a procedure to remove the device, however the attempt failed. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Per the medical records, the ivc filter was placed for the treatment of deep vein thrombosis (dvt.) The dvt was describes as: obstructed thrombus distal ivc, iliac vein and cfv. Non-obstructive thrombosis to the sfc and popliteal vein noted on venous duplex. The patient was started on lovenox therapeutic dose. It was noted that since this was a second episode of dvt, this patient would need lifelong anti-coagulation therapy. The first episode of dvt occurred during pregnancy. An interventional physician was consulted for ivc filter placement and thrombolysis. Thrombolysis was performed percutaneously as well as stenting of the ivc and left iliac vein angioplasty for noted stenosis. The optease filter was implanted after successful restoration of blood flow secondary to the thrombolysis and stent/angioplasty. The retrieval attempt was made approximately 4 weeks post implantation. The patient profile form indicates the patient experienced physical pain, emotional distress, and suffering. It also indicated the filter is fractured with all parts of the device remaining inside the patient. The medical records did not provide evidence of a fracture of the device. The device remains implanted. The medical records indicate the patient tolerated the index procedure well and had no complications from the ivc filter insertion. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported retrieval difficulty and fracture could not be confirmed and the exact cause could not be determined. The retrieval attempt was done approximately 4 weeks post implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain and anxiety do not represent device malfunctions and maybe related to underlying patient issues. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00546 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, the patient had an optease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned causing the patient to experience blood clots, clotting and occlusion of the ivc filter, filter embedded in the wall of the ivc, and the filter is unable to be retrieved. As a result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates the ivc filter was placed for the treatment of deep vein thrombosis (dvt.) Two attempts were made to retrieve the filter, one 7 months and one 35 months post implantation. Both attempts were unsuccessful. The patient profile form included with the medical records indicates the filter is fractured with all parts of the device remaining inside the patient. The medical records did not provide evidence of a fracture of the device. The device remains implanted and patient continues to experience fear that the device will fracture or migrate and cause injury.